Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosis.additional text: small mobile mass or thrombus seen on wire of right atrium.specific component(s) involved: other component malfunction, specify.additional text:other component: rv pacer lead and inflow cannula.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : pacer generator and lead explanted.implant device type: both (in the same or visit).malfunction device type: lvad.